Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling. Care must be taken to avoid compromising their exacting performance." Device requested, not yet received.

Event description:
During a procedure, the guide wire bent and became lodged in the guide. Another device was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device confirms the reported condition, as the guide showed slight abrasion and scratching indicative of use. Heavy scratching and bending was observed on the guide wire also indicative of use. Root cause of the event was most likely due to excessive force being used during insertion. Another possible cause of failure is attempting to drill into bone that is too dense; however, a root cause cannot be determined at this time.